Event description:
It was reported that, "cat# of stem s-2651-0915. Stem was subsided down the femur. Patient had pain, so stem, head, and liner were revised."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including lot code, hospital name, x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.